Event description:
It was reported that a sheath break occurred. An opticross 35 imaging catheter as selected for vascular imaging. The opticross 35 broke while in use. The procedure was completed with another device. No patient complications were reported.